Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger started to smoke and melted the charger, adapter, and port of the controller. No injuries or medical intervention were needed due to the thermal event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.